Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent failure to expand. The complainant indicated that the stent remains implanted and will not be returned for evaluation; however, the device delivery system has been received for analysis and the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that a wallstent¿ rx biliary uncovered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6) 2016. According to the complainant, the stent was to be used to treat a malignant stricture in the hepatic duct. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician was able to fully deployed the stent without issue; however, the stent failed to expand after it was released inside the patient. The procedure was completed with this device. The stent remains implanted and the physician does not plan to remove it. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallstent biliary rx delivery system was returned for analysis. Visual examination of the returned device found no damage to the delivery system. There was no damage to the inner or outer sheath as well. The issue encountered during the procedure are likely due to anatomical or procedural factors such as tortuous/tight anatomy encountered during procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallstent rx biliary uncovered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6) 2016. According to the complainant, the stent was to be used to treat a malignant stricture in the hepatic duct. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician was able to fully deployed the stent without issue; however, the stent failed to expand after it was released inside the patient. The procedure was completed with this device. The stent remains implanted and the physician does not plan to remove it. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.